Manufacturer narrative:
Evaluation, results: inherent risk of procedure (restenosis requiring intervention); conclusion: known inherent risk of procedure (restenosis requiring intervention).

Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat the right sfa. Approximately 23months post index procedure, 90% restenosis of the right sfa was reported. Non-medtronic pta and deb were used as treatment. Investigator indicated that the event was not related to the study device/ procedure or paclitaxel. Outcome is resolved.